Event description:
It was report that the patient expired after an implant procedure due to cardiogenic shock. There is no known allegation from a health professional that the death was related to the implant procedure. No further information is available at this time.

Manufacturer narrative:
(B)(4).